Manufacturer narrative:
Catalog number and UDI are unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a no disposable alarm occurred so the patient mixed a new cassette but then passed out. The patient's wife called 911 for transport to the emergency department. The patient was not admitted and the pump is infusing fine. No medical or surgical intervention was reported.